Event description:
Reportedly, after pacemaker implantation, the change from mode vvi mode to vvir mode triggered high pacing rate at 110 bpm via sensor with twin trace (auto setting if response is programmed). Therefore programming the g-sensor only showed the same behavior with high frequency although patient was still on the operating table.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation showed that the fast-pacing rate is probably due to fast breathing of the patient or to noise perturbation of the mv signal in the implantation room. The expert files do not show evidence of artifacts nor noise perturbation on the mv signal. When the minute ventilation sensor was disabled (respiratory events no longer taken into account): the g-sensor (accelerometer) was the only active sensor, monitoring the movements of the patient and because the patient was lying, the device started to decrease step by step the pacing rate to the basic rate. The g-sensor was programmed for 55 seconds, not long enough to see the pacing rate at the basic rate, as per spec, it takes 5 minutes for the device to decrease the pacing rate from 60 to 120 bpm. No hardware issue, no software issue on the device is suspected. Most probably the fast-pacing rate is related to noise perturbation of the mv signal in the implantation room or by fast-breathing rate. G-sensor only or mv-sensor only or twintrave (= mv+g) can be programmed. This case is retained and utilized for trending purposes.

Event description:
Reportedly, after pacemaker implantation, the change from mode vvi mode to vvir mode triggered high pacing rate at 110 bpm via sensor with twin trace (auto setting if response is programmed). Therefore programming the g-sensor only showed the same behavior with high frequency although patient was still on the operating table.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation showed that the fast-pacing rate is probably due to fast breathing of the patient or to noise perturbation of the mv signal in the implantation room. The expert files do not show evidence of artifacts nor noise perturbation on the mv signal. When the minute ventilation sensor was disabled (respiratory events no longer taken into account): the g-sensor (accelerometer) was the only active sensor, monitoring the movements of the patient and because the patient was lying, the device started to decrease step by step the pacing rate to the basic rate. The g-sensor was programmed for 55 seconds, not long enough to see the pacing rate at the basic rate, as per spec, it takes 5 minutes for the device to decrease the pacing rate from 60 to 120 bpm. No hardware issue, no software issue on the device is suspected. Most probably the fast-pacing rate is related to noise perturbation of the mv signal in the implantation room or by fast-breathing rate. G-sensor only or mv-sensor only or twintrave (= mv+g) can be programmed. This case is retained and utilized for trending purposes.

Event description:
Reportedly, after pacemaker implantation, the change from mode vvi mode to vvir mode triggered high pacing rate at 110 bpm via sensor with twin trace (auto setting if response is programmed). Therefore programming the g-sensor only showed the same behavior with high frequency although patient was still on the operating table.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.